Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 8 months. The reason for explanting the device was not provided despite multiple follow-up attempts with the healthcare provider.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-up attempts with the healthcare provider, no additional information was provided such as reason for explant, operative report, device status, etc; therefore, no further investigation can be performed into the root cause of this event at this time.

Manufacturer narrative:
Valve dehiscence. Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic valve endocarditis and severe aortic insufficiency secondary to aortic valve dehiscence. According to the operative report, this gentleman has a history of IV drug abuse. He re-presented with aortic valve dehiscence, endocarditis as well as severe tricuspid regurgitation secondary to rv overload. Based on these findings, he was referred for redo aortic valve and tricuspid valve replacement. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of infection was provided as IV drug abuse.